Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly in 2008 the patient was implanted with a stryker hip that subsequently caused severe pain and was part of a recall. The patient was revised on (B)(6) 2022. The revision op report notes "extensive blackened tissue and metal debris encountered about the trunnion... Moderate bone loss circumferentially around the proximal aspect of the stem. Upon dislocation of the hip, the trunnion was noted to be fractured."

Manufacturer narrative:
Reported event: an event regarding crack/fracture, altr & wear involving an unknown hip was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this case involves a male patient who underwent a stryker primary total hip arthroplasty in 2008 and then in 2022 underwent a revision for failure of the implant. Operative findings included metallosis and a fractured trunnion. An iatrogenic fire occurred during the revision. The patient underwent revision surgery using a stryker modular dual mobility primary hip liner and an adm/mdm polyethylene 0° e. I can confirm that the patient underwent revision surgery since I was able to review the operation report. Although I do not have the primary procedure it is obvious that the patient did undergo a stryker primary implant. The root cause of this event cannot be determined with certainty. The causes of fracture of the trunnion and metallosis with adverse soft tissue reaction are multifactorial including surgical technique factors, especially the technique used in preparing the femoral head and femoral trunnion before insertion. Other factors include the patient's activity level and bmi and implant factors. The explanted stryker prostheses must be submitted to stryker engineers for metallurgical analysis and examination before any causality can be assigned to the implant itself." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: "this case involves a male patient who underwent a stryker primary total hip arthroplasty in 2008 and then in 2022 underwent a revision for failure of the implant. Operative findings included metallosis and a fractured trunnion. An iatrogenic fire occurred during the revision. The patient underwent revision surgery using a stryker modular dual mobility primary hip liner and an adm/mdm polyethylene 0° e. I can confirm that the patient underwent revision surgery since I was able to review the operation report. Although I do not have the primary procedure it is obvious that the patient did undergo a stryker primary implant. The root cause of this event cannot be determined with certainty. The causes of fracture of the trunnion and metallosis with adverse soft tissue reaction are multifactorial including surgical technique factors, especially the technique used in preparing the femoral head and femoral trunnion before insertion. Other factors include the patient's activity level and bmi and implant factors. The explanted stryker prostheses must be submitted to stryker engineers for metallurgical analysis and examination before any causality can be assigned to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly in 2008 the patient was implanted with a stryker hip that subsequently caused severe pain and was part of a recall. The patient was revised on (B)(6) 2022. The revision op report notes "extensive blackened tissue and metal debris encountered about the trunnion... Moderate bone loss circumferentially around the proximal aspect of the stem. Upon dislocation of the hip, the trunnion was noted to be fractured."